Event description:
Additional information was received. It was reported that one day post operation, the patient experienced pulmonary complications. The patient had a left pleural effusion and underwent diuresis for treatment resolving the event. The investigator assessed this event as not device but procedure related.

Event description:
It was reported by the investigator that the event of a cva was not related to the study device, however, it is related to the study procedure and action taken was medication. It was reported by the investigator that the event of a hematoma was not related to the study device, however, it is related to the study procedure. The patient had a blood transfusion. The patient recovered with treatment.

Event description:
Additional information received reported that patient died. The cause of death was noted as aortic aneurysm rupture. The patient complained of a backache to their spouse and went to the bedroom to lie down. The spouse stated that the patient was ok when they lied down, then the spouse heard a gurgling sound and then there was no sound. No autopsy was performed and the stent grafts were not explanted. The cause of aneurysm rupture is unknown. Investigator indicated the primary cause of death to be aortic aneurysm rupture.

Event description:
Additional information received reported that after initial implant spinal csf drainage was used for 23 hours and 45 minutes. Neuromonitoring was also used. The post-operative period was complicated right-sided weakness. A CT of the head confirmed an evolving stroke, which prolonged hospital admission. It was felt to be related to the procedure and was treated with medication. The cerebrovascular accident was ongoing at the time of death. The patient developed a left pleural effusion for which they were treated with diuretics with resolution by discharge. They also had a small right groin hematoma and a large soft tissue hematoma of the left neck and required a blood transfusion. A pseudoaneurysm was ruled out on ultrasound and the event was resolved by the time of discharge. The patient was discharged after an eighty two hour ICU admission. The patient was noted to have a pseudoaneurysm of the right femoral artery. They were treated with ultrasound-guided thrombin injection for occlusion of the right femoral pseudoaneurysm, which was said to be resolved. In an office visit, at the one month follow up an enhanced/ unenhanced CT revealed a patent stent graft with maximal aneurysm diameter of 5.3 cm and a maximal aneurysm length of 30.0 cm. The patient was then admitted to hospital for repair of pseudoaneurysm of the right profundo-femoral artery and was discharged, at which time the pseudoaneurysm was said to be resolved . In an office visit at the twelve month follow-up, enhanced/ unenhanced CT revealed a patient stent graft with maximal aneurysm diameter of 7.2 cm and maximal aneurysm length of 30.0 cm. There was evidence of a possible type ii endoleak with retrograde filling from left subclavian artery. The type ii was confirmed and the patient underwent coil embolization with resolution. In an office visit, at the two year follow an enhanced CT revealed a patent stent graft with a maximal aneurysm diameter of 6.6 cm and a maximal aneurysm length of 30.0 cm. A small amount intraluminal non-flow-limiting thrombus was seen in the distal segment of stent graft. It was then reported that the patient died as a result of an aortic aneurysm rupture. His spouse indicates that they complained of dizziness and abdominal pain, bloating and distension and back pain and went to lie down. They had a bowel movement and felt better. They reported still feeling dizzy and became unconscious around 2 am. They were transported to ER by ambulance and pronounced dead despite resuscitative efforts. No imaging was performed. New diagnosis on this admission included chronic renal failure and benign prostatic hypertrophy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results, conclusions: unknown cause of event.

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The aneurysm is fusiform in shape, 61 mm diameter, the thoracic aorta proximal to the aneurysm is 29 mm in diameter, then 30 mm, immediately distal to the aneurysm it is 41 mm in diameter, then 38 and 37 mm. The angle between the proximal aaa neck and main axis of aaa is 46, aortic neck below the renals is 22 mm, distal diameter is 22 mm, and its length is 21 mm. The left subclavian artery was completely covered intentionally. It was reported that on the same day of the implant the patient had a neurologic complication (cva / stroke). No intervention was reported. The investigator's assessment in regards to the device and procedure relationship was not reported. Prolonged hospitalization due to this event was reported by the investigator. There was a report of a possible "hematoma at implant". The term is pseudoaneurysm which was surgically repaired seventeen days post index procedure. The chance of this occurring without any relationship to the index procedure is very unlikely. No additional clinical sequelae were reported, and the patient status is unknown.

Manufacturer narrative:
Inherent risk of procedure (cva/stroke, pseudoaneurysm), (unknown cause of event).